Manufacturer narrative:
Literature citation: winner, m. Et al. (2025). Mechanism of stroke related to a small peridevice leak coupled with "reverse" device-related thrombus. Jacc: clinical electrophysiology.11(11). B3: bsc aware date used as event date as it is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via literature article. It was reported that cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 40mm watchman flx pro closure device was implanted under transesophageal echocardiogram (tee) guidance with approximately 22% compression and no peri-device leak noted at the time of implant. At 53 days post index procedure, follow-up computed tomography (CT) imaging demonstrated a peri-device leak (pdl) measuring approximately 2.2 mm with partial dense thrombosis noted on the appendage side of the closure device. The patient was transitioned to dual antiplatelet therapy in response to the event. At 297 days post index procedure, the patient presented with right-sided weakness and was diagnosed with an acute cva of ischemic origin, consistent with a cardioembolic source. Repeat tee demonstrated the pdl was unchanged in size with no thrombus on the atrial-facing surface of the closure device; however, partial thrombosis and a mobile thrombus were visualized on the appendage side of the closure device, adjacent to the pdl. In the physicians opinion the thrombus formation behind the closure device with embolization through the peri-device leak was the likely mechanism of the cva.